Event description:
Add'l info rec'd from MFR 03/26/04: the saliva ejectors was incorrectly used. The saliva ejector is a plastic tube with a glued plastic tip. Inside the tube there's a metal tube which maintains the shape. The saliva ejector has to be used complete with the cup, but surely in this case the dentist used it without cup in order to have a greater aspiration. Therefore it's not co's responsibility.

Event description:
While using a euronda flexible saliva ejector the metal inside the device protruded through the front causing tissue damage to the pt's mouth. Lot number cf 368 221101.